Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported hearing aid interference with the deep brain stimulation (dbs). The hearing device was located behind the right ear were also the dbs electrode (wire) connects to the extensions. The patient experienced a sort of tingling in right arm. Further stated that the patient noticed vibrations in his right arm when his new hearing aid was on. It was noted that the patient has had most of his problems in the past on the side of his right arm. The hcp reported over two weeks later that there was no difference tingling sensation with the hearing device on or off. Even one hour after shutting down the hearing device, the tingling stays the same. There was no difference in therapy when the hearing device was on or off. The device programming was monopolar: 1-2-c+, 1,5v, 145hz, 240usec. Therapy impedance was 474ohm, 3,068ma; all contacts good. Troubleshooting was performed: evaluation of stimulation with or without hearing device but tingling remained the same. Changes in therapy were also evaluated but no difference. At the moment no further actions were planned. The patient has good therapy, so device remains implanted. No injury or harm reported, patient perfectly alive. The indication for use included dystonia, which the patient developed after a cerebral vascular accident. If additional information is received, a follow up report will be sent.